Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, the reported phenomenon (power on but no display) likely occurred because power was not properly supplied to the device due to a faulty qb (circuit) board. However, the cause of the faulty board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. No image was displayed when the device was powered on due to faulty printed circuit board. The unit was in burn-in test using the test board at the repair center for 3 hours and functioned normally. There were several scratches on the window screen. It was ok to use the device due to location of scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the high-definition liquid crystal display (lcd) monitor exhibited power issue. The green light was on; however, no image was displayed. The issue happened during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.